Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter was prompting the three dashes on the display. The medical affairs specialist spoke to the patient on three days later, and obtained and verified the following information. The patient reportedly obtained the meter one month ago. During that time, she was only able to test on her meter one time. She was using her friend's meter occasionally to adjust her insulin. The patient reported that she takes lantus and adjusts it according to her meter result. She reportedly takes about 1 to 2 units each time and would guess at the amount to take when unable to test. She also takes actose twice daily. She continued her medications as prescribed, even when unable to test. The patient reported 3 episodes where she went to the emergency room with chest pains and numbness in her hands. During the most recent episode, the patient blacked out. When she woke up, she was taken to the hospital and her blood glucose was 680 mg/dl. She was given two shots of insulin (type and amount of insulin was not known). She was advised that she might begin using an insulin pump.the patient reported that when powering the meter on, it would display three dashes. She attempted to set up the meter, but it would revert to the three dashes. The meter issue was resolved on the phone; however, when the mas spoke to the patient, she reported that the meter was still not functioning. This complaint is being reported as the meter issue was not resolved, and the patient was unable to test her blood glucose on a regular basis to adjust her insulin and subsequently suffered from hyperglycemia, and received medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.